Manufacturer narrative:
Reference number (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted; therefore, a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 the patient had a CT scan of the abdomen due to patient complaining of abdominal pain. The CT scan showed a large pneumoperitoneum. Patient currently nil by mouth, duodopa continues to infuse via j-tube, receiving intravenous fluids and 1g of ceftriaxone intravenous antibiotic. Frequency of intravenous antibiotic unknown. No further information provided.